Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue due to the power supply internally failing.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the power supply assembly required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming low battery power. The customer reported the ventilator was on a patient when this issue occurred the ventilator was swapped out with no harm or injury.